Event description:
It was reported that balloon rupture occurred. A 2.0mm x 150mm x 150cm coyote was used to advance. However, during the 1st inflation at 14 atmospheres for 30 seconds the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with a different device. No complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. A 2.0mm x 150mm x 150cm coyote was used to advance. However, during the 1st inflation at 14 atmospheres for 30 seconds the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with a different device. No complications were reported and the patient's status was stable. Returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination did not reveal any damages. There is blood present in the guidewire lumen. The balloon was inflated to rated burst pressure (rbp) and could hold pressure for 5 minutes. There is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.